Event description:
It was reported that while the patient was in the hospital they received an inappropriate shock due to t wave oversensing of a small amplitudethe smart pass feature was programmed on. Five months later the patient presented to the emergency room after receiving three additional inappropriate shocks due to t wave oversensing. Smart pass had been turned off due to the low amplitude r waves. Boston scientific technical services (ts) was consulted and it was noted the patient had renal failure at time of device implant and needed dialysis when presented to the emergency room. Ts noted the rhythm appeared typical of a patient in renal failure and needing dialysis. Ts discussed programming options. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported. Additional information was received that the patient requested the s-ICD be programmed off due to the previous inappropriate shocks. It was noted that the device has been programmed off for approximately one year. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that while the patient was in the hospital they received an inappropriate shock due to t wave oversensing of a small amplitude. The smart pass feature was programmed on. Five months later the patient presented to the emergency room after receiving three additional inappropriate shocks due to t wave oversensing. Smart pass had been turned off due to the low amplitude r waves. Boston scientific technical services (ts) was consulted and it was noted the patient had renal failure at time of device implant and needed dialysis when presented to the emergency room. Ts noted the rhythm appeared typical of a patient in renal failure and needing dialysis. Ts discussed programming options. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.